Event description:
This lead was an attempted implant on (B)(6) 2011. It would not stay in the branch and was not used. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).